Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in normal state of health when the patient jumped into a swimming pool, swam around for several minutes. The patient sat on the step when the patient felt dizzy and had a near-syncopal event. The patient got out of the pool and rested for 20 minutes, then returned to swimming and had a similar episode. Again, the patient recovered without passing out. The next day the patient was at a friend¿s party, went down a water slide, and had a similar episode of dizziness and near-syncope. The patient was then taken to an outside emergency room (ER), and while waiting to be seen, went to the restroom and had a fourth event (again, near-syncope but did not pass out). A workup at that ER was unrevealing (normal electrocardiogram (ECG), normal chest x-ray, normal electrolytes, renal function, liver function, and blood work). They did not interrogate the pacemaker. The patient was discharged home. While the patient was sitting in the cafeteria at school, the patient again felt dizzy and this time passed out, striking the back of the head. The patient was brought to the ER, and there had witnessed intermittent episodes of heart rates in the 40¿s. Review of her telemetry revealed periods of non-capture on the right ventricular (rv) lead. There was also unstable, high and intermittent capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.